Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-001258. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a smart coil into the target vessel but was unable to detach the coil using the handle. Therefore, a new handle was opened and the smart coil was detached without an issue. The procedure was then successfully completed using additional smart coils and the second handle. There was no report of an adverse effect to the patient.